Manufacturer narrative:
Evaluation of the returned engine confirmed a non-functioning usb port. During functional testing, the engine was powered on and was able to achieve vacuum pressure within specification and all four vacuum indicator lights illuminated. A demonstration lightning unit was connected to the engine, but no indicator lights on the lightning unit illuminated. The engine housing was opened, and the wire that connects to the type-c usb port was found to be disconnected. After reconnecting the wire, the lightning unit was connected to the engine and the indicator lights on the lighting unit illuminated. The disconnected wire likely contributed to the usb port not functioning properly. The root cause of this damage could not be determined. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right main pulmonary artery using a lightning aspiration tubing (lighting) and a penumbra engine (engine). During the procedure, the lightning was connected to the engine and powered on. However, none of the indicator lights on the lightning unit illuminated, even though the engine had all four indicator lights illuminated and full aspiration was achieved. Therefore, the lightning was removed. Afterwards, a new lightning was connected to the engine and powered on; however, the same issue occurred. To troubleshoot, the engine was removed, and the second lightning was connected to a second engine and it was noted that the second lightning unit worked. It was reported that there were no attempts to check if the first lightning worked using the second engine; however, there was no allegation against the first lightning. It was believed to be an issue with possibly the usb port on the first engine. The procedure was completed using the same second lightning and the same second engine. There was no report of an adverse effect to the patient.